Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) multifunctional in/output (mfio) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 14, 2015. Based on qa assessment, the product met specifications at the time of release. The mfio pcb was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The components at components were checked for shorts; however, all components measured per the schematic. The mfio pcb was then installed in a calibrated system and the console was powered on without nonconformity. A 2-hour burn-in was run to ensure that the pcb was conforming; however, the system powered off after 10 minutes. The shutdown was replicated a second time, but that time after only a few minutes. The temperature of component was checked using a thermocouple while the system was powered on. Once the component reached a temperature of over 100°f, the system would shut down and would not power on. When the component was cooled back to about 85°f, the system was able to turn on again. The reported event was replicated and attributed to a nonconforming mfio pcb as a result of a nonconforming components. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system shut down before a procedure. There was no patient involved.